Event description:
The evis lucera gastrointestinal videoscope was received at an olympus service center for evaluation. With a report that scope error b30 occurred during preparation for use. There was no patient or user injury reported due to the event. During inspection and testing, service found the endoscopic image was blurred. This report is being submitted for the malfunction [blurred image].

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit. Damage or deformation of the connector . Movable l-range sliding error that occurred in the zoom scope. Blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: operation manual: inspection of the endoscopic system. Operation manual: important information - please read before use warnings and cautions. During the device evaluation, it was found that the scope connector plug unit was deformed, and the specified resolving power was not obtained. Additionally, the bending angle in the up direction did not meet specifications; due to wear of the angle wire. The right/left control knob and the up/down control knob were deformed. The scope cover was worn and leaking; due to deformation of the nozzle. The amount of water contact did not meet specifications. The adhesive on the bending cover (a-rubber) was cracked. The scope cover unit was dirty. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.